Event description:
1983 bilateral breast augmentation with silicone implants in subgladular position. 2 yrs later, multiple closed capsulotomies. Increasing breast firmness with mild disfigurement especially on left.